Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A provided literature article by bnaya, alon et. Al., ¿incidence, risk factors, and recognition of pseudohyperkalemia in patients with chronic lymphocytic leukemia¿, publication international journal of hematology 114.1: 102-108, springer japan, documented a retrospective observational study that was conducted at shaare zedek medical center in jerusalem, israel. The study noted that falsely elevated potassium results were generated on an architect analyzer for patients diagnosed with chronic lymphocytic leukemia (cll). Falsely elevated in vitro potassium levels is known as pseudohyperkalemia and can be observed in cll patients due to the fragility of the leukocytes. Pseudohyperkalemia was defined as when a normal potassium level was measured in a repeated blood test or when known risk factors and ECG changes typical of hyperkalemia were absent. In this study, 49 episodes of hyperkalemia fulfilled the criteria for pseudohyperkalemia. 17 of 49 cases of pseudohyperkalemia received treatment to correct hyperkalemia, and 6 cases resulted in significant hypokalemia (range 2.2 to 2.8 meq/l). The treatment to correct hyperkalemia involved administration of medications to lower potassium levels which included intravenous insulin, glucose, and oral sodium polystyrene. No major arrythmia was identified. The article indicated that the plasma potassium levels ranged between 5.5 and 8.9 meq/l. A hyperkalemic episode was defined as a potassium level >/= to 5.5 meq/l; severe hyperkalemia was defined as a potassium level >/= to 6.5 meq/l. There was no known adverse impact to the patients who received treatment and no major arrhythmias were identified.

Manufacturer narrative:
The complaint stems from a published study citing falsely elevated potassium results were observed in patients diagnosed with cll (chronic lymphocytic leukemia). Some patients were treated to lower the potassium levels. The article shows higher than expected potassium results in patients with cll are observed. These elevated potassium results are correlated with the sample characteristic of high white cell counts and mechanical handling of samples that may cause rupture of cells; falsely elevating the potassium levels. No allegation the architect system erred in the measurement of the potassium levels. A review of tracking and trending did not reveal any trends related to the issue. No return sample is available due to the nature of the authors study. Labeling is adequate to instruct the operator with identifying ict result issues and correcting the issues using logical troubleshooting procedures. Based on this investigation the most likely cause for the falsely elevated potassium results on certain cll patient's samples is most likely due to pre-analytical sample collection, handling and the characteristics inherent in the type of patient whose samples were collected. There is no indication the potassium analyses performed by the architect system were errant. The patient's exhibited higher potassium results because the samples were mechanically damaged during transport to the lab or the sample cells are fragile due to the cll and therefore, leak potassium from inter-cellular contents into the plasma. This leakage resulted in higher potassium levels observed than would have been measured if the damage had not occurred. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Use error likely caused the issue as samples were described as damaged during transport or storage. In addition, the samples contained fragile cellular components that, when ruptured, contaminated the plasma prior to the analysis.